Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)') and urinary bladder suspension ('bladder sling') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida on (B)(6) 2009, live birth ((B)(6) 2004, (B)(6) 2007) on (B)(6) 2007, recurrent abortion in 2005, live birth in 2004, miscarriage, chronic cervicitis and pregnancy with contraceptive device ((B)(6) 2009). Concomitant products included darifenacin (enablex) from (B)(6) 2011 to (B)(6) 2012, desvenlafaxine succinate (pristiq) from (B)(6) 2011 to (B)(6) 2012, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2011 and venlafaxine. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes") and migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced hyperemesis gravidarum ("pregnancy (with complications)/ hyperemesis in first trimester"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pain") and cystitis interstitial ("interstitial cystitis"). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions: rash"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient underwent urinary bladder suspension (seriousness criterion medically significant). On an unknown date, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery and full hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, urinary bladder suspension, bladder disorder, urinary tract disorder, dyspareunia, fatigue, irritable bowel syndrome, mood swings, urinary tract infection, cystitis, vaginal infection, migraine, nausea, pelvic pain, hyperemesis gravidarum, anxiety, depression, rash, weight increased, abdominal pain, dysmenorrhoea and cystitis interstitial outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperemesis gravidarum, irritable bowel syndrome, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as written per pfs, please note discrepancy). The patient experienced another pregnancy episode reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, other ¿ partially occluded left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: pfs received- pt of the event updated from hormonal imbalance to mood swings. New event added: interstitial cystitis. Lab data added. Event- genital haemorrhage made medically non-significant. Event onset dates added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)') and urinary bladder suspension ('bladder sling') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida on (B)(6) 2009, live birth ((B)(6) 2004, (B)(6) 2007) on (B)(6) 2007, recurrent abortion in 2005, live birth in 2004, miscarriage, chronic cervicitis and pregnancy with contraceptive device ((B)(6) 2009). Concomitant products included darifenacin (enablex) from (B)(6) 2011 to (B)(6) 2012, desvenlafaxine succinate (pristiq) from (B)(6) 2011 to (B)(6) 2012, escitalopram oxalate (lexapro) from (B)(6) 2011 and venlafaxine. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes") and migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced hyperemesis gravidarum ("pregnancy (with complications)/ hyperemesis in first trimester"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pain") and cystitis interstitial ("interstitial cystitis"). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions: rash"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient underwent urinary bladder suspension (seriousness criterion medically significant). On an unknown date, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery and full hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, urinary bladder suspension, bladder disorder, urinary tract disorder, dyspareunia, fatigue, irritable bowel syndrome, mood swings, urinary tract infection, cystitis, vaginal infection, migraine, nausea, pelvic pain, hyperemesis gravidarum, anxiety, depression, rash, weight increased, abdominal pain, dysmenorrhoea and cystitis interstitial outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperemesis gravidarum, irritable bowel syndrome, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as written per pfs, please note discrepancy). The patient experienced another pregnancy episode reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, other ¿ partially occluded left tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)'), genital haemorrhage ('abnormal bleeding (general)') and urinary bladder suspension ('bladder sling') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida on (B)(6) 2009, live birth ((B)(6) 2004, (B)(6) 2007) on (B)(6) 2007, recurrent abortion in 2005, live birth in 2004, miscarriage, chronic cervicitis and pregnancy with contraceptive device ((B)(6) 2009). Concomitant products included darifenacin (enablex) from april 2011 to march 2012, desvenlafaxine succinate (pristiq) from (B)(6) 2011 to (B)(6) 2012, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2011 and venlafaxine. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2010, the patient experienced hyperemesis gravidarum ("pregnancy (with complications)/ hyperemesis in first trimester"). In october 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions: rash"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient underwent urinary bladder suspension (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had full hysterectomy. And she had surgery). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, urinary bladder suspension, bladder disorder, urinary tract disorder, dyspareunia, fatigue, irritable bowel syndrome, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, migraine, nausea, pelvic pain, hyperemesis gravidarum, anxiety, depression, rash, weight increased, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hyperemesis gravidarum, irritable bowel syndrome, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as written per pfs, please note discrepancy). The patient experienced another pregnancy episode reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, other ¿ partially occluded left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)'), genital haemorrhage ('abnormal bleeding (general)') and urinary bladder suspension ('bladder sling') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy on (B)(6) 2009, live birth ((B)(6) 2004, (B)(6) 2007) on (B)(6) 2007, miscarriage in 2005, live birth in 2004, miscarriage, chronic cervicitis and pregnancy with contraceptive device ((B)(6) 2009). Concomitant products included darifenacin (enablex) from (B)(6) 2011 to (B)(6) 2012, desvenlafaxine succinate (pristiq) from (B)(6) 2011 to (B)(6) 2012, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2011 and venlafaxine. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In may 2010, the patient experienced vomiting ("pregnancy (with complications)/ hyperemesis in first trimester"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions: rash"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient underwent urinary bladder suspension (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had full hysterectomy. And she had surgery). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, urinary bladder suspension, bladder disorder, urinary tract disorder, dyspareunia, fatigue, irritable bowel syndrome, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, migraine, nausea, pelvic pain, vomiting, anxiety, depression, rash, weight increased, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as written per pfs, please note discrepancy). The patient experienced another pregnancy episode reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram on (B)(6) 2009: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, other ¿ partially occluded left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporters, patient demographics, medical history, historical drug and concomitant drugs were added. Injury event was updated to abnormal bleeding (general), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), fatigue, gastrointestinal or digestive system condition ¿ ibs, hormonal changes, infection (bladder/urinary tract/vaginal), malposition of essure device/ migration of essure device, migraines / headaches, nausea, pregnancy (with complications)/ hyperemesis in first trimester, pain, pregnancy (no complications), psychological or psychiatric problems: anxiety, depression, rashes or skin conditions: rash, bladder sling, weight gain, abdominal pain, dysmenorrhea (cramping). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.